Manufacturer narrative:
A ge oec service representative investigated the issue and found a cut interconnect cable and corrupt hard drive. The hard drive and interconnect cable were both replaced and system functionality restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have lock-up issues and also slow boot-up sequence.